Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the drawn volume of blood is low with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the drawn volume of blood is low with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the drawn volume of blood is low with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.